Manufacturer narrative:
The study was performed during february 2012 and december 2020. Literature article: jong-sung ahn , hyejin mo , sanghyun ahn , ahram han , sangil min , seung-kee min, jongwon ha. ¿outcomes of vein reconstruction using bovine pericardial patch¿. Vascular. 2023 apr;31(2):292-297. Doi: (B)(6). Epub (B)(6) 2022 . The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed involving 36 patients that underwent vessel repairs using vascu-guard. Two patients experienced restenosis and three patients experienced partial thrombus. Treatment or medical interventions were not reported. At the time of this report, the patient outcomes were not reported. No additional information is available.